Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4), lot number 61580. The event of blebitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a "patient with a xen who had a blebitis" 3-6 months post-surgery in the left eye. Patient was treated with topical antibiotics. The event has been resolved. The device remains implanted.